Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information indicated that the patient had infection. And a new system was implanted. No additional adverse patient effects were reported.